Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed burst tubing. A pressure test and clear passage test were performed and failed. The customer reported that the device had been used for a high pressure contrast infusion. Per the device¿s labeling, the extension set is not rated for power injection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link extension set burst during power injection of a radiology dye during a computed tomography angiography (cta) procedure in the radiology department. The pressure of the non-baxter power injector was stated to be around 300 psi and the injection rate was around 4 ml per second. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates - this occurred on an unknown date in (B)(6) 2015. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.